Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and low sensing threshold of 1.5 mv for r-waves. Impedance was also trending higher than expected. It had been consistently in the 600's, but on (B)(6) 2010 was measured at 1307 ohms.